Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer reports error code 242.4030 on their 8100 (sn: 14996085). Failure device type: failure problem type: failure mode: case resolution: customer states they already replaced the air in line assembly, and was next asking for the logic board part number. Informed customer this is most likely due to the mechanism assembly. Recommended reinstalling removed air in line assembly while replacing the mechanism assembly. If fault doesn't clear, next would be the logic board. If so, I recommended reinstalling removed mech. Assembly and send in for repair. Customer will move forward with recommendations. Ended call.